Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Event description:
It was reported that the device received an alarm - error code message. The channel error was displayed. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The channel error was displayed. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic board, front cover, rear case, left iui connector, left gasket, right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, flange gripper retainer, barrel clamp, latch module, carriage bloack assembly, and tube drivearm. Performed calibration. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 24nov2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm error code message. The channel error was displayed. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. A review of the device history record showed the device had a manufacture date of 24nov2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The channel error was displayed. There was no patient involvement.